Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 204mg/dl at the time of the call. Troubleshooting was declined by customer. Customer wanted to document the incident only. No further details.